Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a lap vats wedge procedure, the device was loaded and closed but would not open. Upon inspection of adaptor post case the reload appears to have been forced off the adaptor and the adaptor head is broken. The reload was discarded and the handle was not saved for inspection. There was problem loading and unloading the device. The device was not used on patient. A different handle was used to resolve the issue. Current patient status is alive with no injury. No reinforcement material was used. There were no patient adverse events reported.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual inspection noted a reload adapter broken off in the shaft of the adapter and the articulation rod tip bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The future, a supplemental report will be issued.

Event description:
According to the reporter, additional information received: there were no white lights. Handle, adapter, and reload indicator were all green. The device was not used on patient.